Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to continue filling the cartridge with the insulin syringe due to resistance. A cartridge change was performed resolving the issue. Blood glucose level was 140 mg/dl.